Event description:
The manufacturer received information alleging a ventilator caught on fire and the patient was taken to the emergency room. The patient was reportedly treated (treatment unknown) and released. The ventilator was returned to the manufacturer for evaluation. The device passed all testing and was found to operate and alarm as designed. No thermal damage or evidence of a fire was observed internally or externally on the device. The manufacturer concludes the device operates as designed and did not cause or contribute to the reported event.